Event description:
Additional information received reported that the patient was given 500 mg amoxicillin after cysto.

Event description:
It was reported that the patient presented with erythematous lesions with symptoms noted as visible blood in the urine. Intervention included renal ultrasound, cystoscopy, bta stat test done. The patient was scheduled for a CT scan of abdomen and pelvis and bladder bx, renal us negative, CT kidneys negative, bladder bx negative. The patient was given cipro 500 mg for two weeks, recurrence of hematuria, cysto done, erythematous lesions still present, bx done and CT scan ordered. The patient outcome was noted as ongoing. Additional information received reported the erythematous lesions were in the bladder.

Manufacturer narrative:
.

Event description:
Additional information received reported that the bladder biopsy was benign and a CT scan of the upper tract performed on (B)(6) 2013 was normal.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28 lot# v626364, implanted: 2011 (B)(6); product type lead. (B)(4).